Manufacturer narrative:
Explant is in the future. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side nodule, deformity, slightly more displaced caudally, capsular enhancement, capsular contracture (baker grade iii), pain, burning sensation, increase of volume. The device remains implanted.